Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: the instrument arrived in a clean condition. There is a clear visible charring at the left side of the upper jaw. A visible inspection of the jaw was performed. Except for the blood soiling and the charring no further abnormities were found. The mechanical function was checked. The clamping and the cutting function worked well. The manufacturing documents have been checked and found to be according to specification, which was valid during the time of production. One probable root cause is not properly cleaning during surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage created by wrong handling during cleaning the electrodes. A damage during rf-generator failures can be excluded. There is suspicion of a design related aspect to the failure, this failure mode in entered into our CAPA. The current failure rate is within the risk analysis, no further action required.

Event description:
Country of complaint: germany. It was reported that during surgery there were sparks in the jaw of the device. There was no harm to the patient reported.